Event description:
It was reported that during a da vinci s nissen fundoplication procedure, the cable on the mega suturecut needle driver instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a broken grip close cable at the distal idlers. Idler pulley spun freely. The cable segment was sticking out at instrument's wrist. Other cables at wrist were not damaged. Additional observation not reported by site was a damaged pulley. The distal idler pulley on which the broken cable was seated had a section that was bent inwards. No other damage found. Evidence not conclusive, but pulley damage was likely due to mishandling and this damage likely contributed to cable breakage. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.